Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two leads were attempted to be implanted but not used. The first lead, the helix mechanism would not deploy. The lead was removed and a second lead was attempted. On the second attempt, the lead mechanism also would not deploy. The physician decided to obtain a new venous access and successfully implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event history: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with a stylet in the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. Medtronic is submitting this report to comply with FDA reporting if information is provided in the future, a supplemental report will be issued.